Event description:
It was reported that the ventilator alarmed for high continues pressure and the peep (positive end expiratory pressure) was zero. Patient involvement is unknown.' Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarm for high continues pressure and low peep (positive end expiratory pressure). Identification of issue has been done by analyzing problem description and service report. The issue was decided to be reported due to high pressure. According to the information provided, the pressure transducer printed circuit boards (pcbs) were detected as faulty and the parts have been replaced. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/15/2014. Corrected manufacture date: 10/17/2014.

Event description:
Manufacturer's ref #: (B)(4).